Event description:
It was reported to philips that the system displayed a message geometry not available and experienced intermittent host pc failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc and license, restored the backup, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).